Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to multiple errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe had multiple errors. Onsite logs reflected error m-32 errors. Technical support engineer (tse) explained the error pointed to multiple energy activation requests. Earlier logs reflected errors that appear to be cable, instrument or set up related. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found the reported erbe error could not be confirmed or replicated. No related data was found in the error logs, and a visual inspection revealed no issues. The unit functioned normally during in-house testing, with all ports operating as expected. The unit will be returned to the original equipment manufacturer for further analysis and possible repair. The complaint was not confirmed based on failure analysis and field evaluation. The probable root cause in this case cannot be determined as the issue was not reproduced during the fse site visited and failure analysis. This issue was resolved by replacing the erbe generator.